Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a motor rate error. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
D3: mfg. Establishment name updated. D9: device received on 4/23/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The reported problem was verified. The cause of the issue was worn drive train components. The drive train components were replaced to fix the issue.